Event description:
A (B)(6) male presented with a malunion. The original surgery was a malunion takedown and orif, with a sonoma crx-wg2-40120. The surgeon elected to do a double osteotomy and created a segmental fracture. The pt came back 5 months post-op with a non-union and broken implant at the wavibody on (B)(6) 2011, the doctor removed the broken crx and found a 1cm gap at the nonunion site. The pt was revised with sonoma compression implant.

Manufacturer narrative:
The sonoma IFU states, "complications and adverse effects: nonunion or delayed union of the fracture which can lead to breakage of the implant, or bending, breakage or separation of the metal components due to other causes." The pt originally presented with a mal-union. It is unclear whether the sonoma crx caused or contributed to the subsequent broken hardware and non-union which led to the need for surgical intervention.